Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed, the upstream occlusion (uso) seal was defective. Service history identified, the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The uso seal was replaced.

Event description:
Analysis of the returned device revealed, a defective upstream occlusion seal. There was no patient involvement.